Event description:
The customer reported the battery failed alarm occurred. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Patient information pending.